Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. No kinks were found. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to confirm a failure. The product performed according to specification. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2248146-2015-00061 also involved an iab catheter which was not previously reported on MDR. As a result, it is being reported now. There was no reported malfunction of this device. It was reported that a patient in cath lab went into cardiac arrest twice. Hypothermia protocol in use. According to the customer there was nothing acute in coronaries , but patient had blood coming from the mouth. Bp in low 50's according to nibp. Intra-aortic balloon (iab) catheter inserted without difficulty, line aspirated and zero'd without issue. Bp reading on pump 52/48, map 48, augmentation unknown once iab pump was started. Worked in ECG trigger without issue. The physician was not pleased with pressures and removed the balloon and replaced the first balloon. This case is for the second balloon with no reported malfunction. The patient expired on (B)(6) 2015. The facility does not attribute the patient's death to the device.